Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing with the device the volume could not be read and when the equipment was attached it would stop working. The alarm pressure knob may be broken. There was no patient involvement, and no harm reported.

Manufacturer narrative:
H6: evaluation codes updated device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be verified. Reading/counts were found out of tolerance and battery conductors were flattened inward causing device to stop working. Broken knob was caused by mishandling of device. Replaced relief alarm knob, re-calibrated device; adjusted all reading/counts to tolerance, re-adjusted battery conductors and installed new MRI battery and the resolved the reported problems. The device passed all functional tests. Service history review identified this device has not been in for service in the previous 12 months.